Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed thermister. This causes the pump to be unable to charge, which was causing the pump to shut down. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was "turning off and not pumping". Mmdg followed up with the initial reporter who stated at that time that the pump did not alarm before shutting down. (B)(4).